Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation findings, the probable cause of this complaint was random component failure due to damage or deterioration, with no identified design or manufacturing issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the evaluation, the distal end cover (c-cover) on the videoscope was found to be chipped. No patient involvement was reported.